Manufacturer narrative:
Examination of the returned device confirms the reported instrument breakage in the form of tab fracture. A search of the complaints databases has identified a trend of this issue, reference (B)(4). Previous evaluation by depuy (B)(4), materials science, product development confirmed the issue, but found the product was made to specifications. A medical device correction notice was distributed on (B)(4) 2013 for all lots of the (B)(4) product code manufactured since (B)(4) 2011. The notice indicated that depuy has identified the potential for the reclaim reamer extension tabs to break. The reamer extensions are not immediately being removed from the market and may continue to be used until a design change is implemented and new devices are available. (B)(4) design validation was implemented on (B)(4) 2013. Depuy product development is currently in process of redesigning the instrument to update the design and bolster its durability. The root cause is attributed to design. Monitor through trend analysis per (B)(4).

Event description:
After fsca ((B)(4)) hospital found this instrument defect. Missing part not available. Hospital is quite sure missing part not to be inside patient´s body as they make x-rays after surgery. Hhe opened on product.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.